Event description:
Product kinked during use inside of pt. Another device was used successfully.

Manufacturer narrative:
Engineering eval: the proximal support zone was kinked in three locations: 14cm, 23cm, and 35cm from the proximal end of the separator. Conclusion: the root cause of the proximal kinks is that the physician was holding the separator too far proximal during the procedure. A DHR review of this lot was performed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 0570/a (separator 026). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12369) indicated that 100% inspection of the devices resulted in no visual failures; all lots passed 100% visual inspection. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. (B)(4) was issued for this lot to allow mfg to re-label the separator pouches and boxes with a 36 month use-by-date; the process has been validated for this purpose. The deviation had no impact on the complaint incident, as it only affected the labeling of the packaging after the lot passed inspection. No other anomalies were found with this lot due to the mfg process that could affect the incident complaint. The parts released in this lot met process requirement.